Event description:
It was reported that during a novasure endometrial ablation on (B)(6) 2014, the physician had difficulty seating the disposable device and received two unsuccessful cavity integrity assessment (cia) failures. The physician then performed a hysteroscopy and visualized a 1cm "midline fundal perforation". There was no bowel injury. The procedure was aborted and the pt was given antibiotics prophylactically. The pt was admitted on (B)(6) 2014 overnight for observation. There were no complications and the pt was discharged the following day on (B)(6) 2014. A hysteroscopy, dilatation, and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment.